Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was fractured, and exhibited loss of capture with asystole greater than two seconds, and impedance measurements of greater than 3000 ohms. The patient was syncopal and sustained a fractured leg. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.